Event description:
It was reported the screw was missing in the pituitary during an unspecified spinal surgery. No complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Visually confirmed the instrument handle screw is missing. No additional defect could be identified visually or functionally. Optical inspection of the screw hole and the surrounding surface did not reveal witness marks or other indications regarding the mechanism of failure. This instrument is designed to be disassembled for cleaning purposes. No evidence was found that would suggest a defect in manufacturing or processing of the instrument; unable to definitively determine specific root cause of the foregoing event from the available information.